Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 532 mg/dl. Troubleshooting was performed, and the insulin pump was not programmed correctly. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.